Event description:
It was reported that the patient underwent a posterior-approach lumbar spine fusion at levels l5 ¿ s1 using rhbmp-2/acs. It is further reported that later imaging studies showed uncontrolled bone growth resulting in nerve compression near where the rhbmp-2/acs was implanted. It is reported that the patient currently suffers from chronic pain, radiculitis, emotional distress and mental anguish.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: the patient was preoperative diagnosed with large central spondylitic ridge with partial calcified herniated disk l5-s1, right, with severe degenerative disc disease, low back pain and right lower extremity pain. Hence, underwent following procedures: posterior lumbar interbody fusion l5-s1, right , with interboody cage, bone morphogenic protein and autograft, right laminectomy, medial facetectomy with removal of large disc herniation and calcifications, posterolateral fusion l5 to s1 with depuy viper ii pedicle screrws with transfascial approach right and percutaneous approach left, with posterolateral fusion right using healos bone marrow aspirate and autograft, stereotactic pedicle screw placement with major spinal assist using microdissection technique with intraoperative microscope, intraoperative fluoroscopy and emg and somatosensory evoked potential monitoring. As per op-notes"..... A 10 x 26 mm cage was chosen which was fit well in the disk interspace. This was preceded by packing bone from the facet down into the disc interspace and subsequently following it by a cage which had been filled with bone morphogenic protein sponge wrapped around the autograft....."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.